Event description:
It was reported that a home patient (hp) experienced an air gap in the patient line during the initial drain phase of automated peritoneal dialysis (apd) therapy. The hp was connected at the time of the observed air. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The hp started therapy over after experiencing the air, but the hp reused the previously connected supplies. A technical service representative (tsr) assisted the hp with ending therapy and removing the cassette. The tsr then explained proper procedures with the hp and instructed the hp to contact their registered nurse regarding the issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the observed air was unknown. However, as a result of the air, the home patient (hp) restarted therapy using the same supplies. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.